Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) advised slow speeds work fine but when turn up chair stops abruptly.